Manufacturer narrative:
Hvad controller analysis 02/02/2016: the returned controller passed all functional testing but failed visual inspection due to contamination and corrosion seen on all port's pins. The corrosion and contamination could be the root cause of the problem that the patient experienced, but at the test bench where the device was under the test for more than an hour no sign of reported problem observed. A cell of internal battery seem to be leaked and caused corrosion and failure of the battery to respond when all external power disconnected from the controller. There is a CAPA (B)(4)regarding contamination and scar (B)(4) regarding corrosion. Log file analysis review date: (B)(6) 2015, normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." No further information will be asked for this complaint as it pertains to the (B)(4) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported in the u.s. That the patient was seen in clinic for routine follow up complaining of power sources not staying connected to ps2. The vad coordinator inspected the controller and found that the alignment guides on the controller was worn. This should require a controller exchange. However, the patient had been on no anticoagulation for almost a year due to a history of gib. Therefore a decision was made not to change the controller at the time but to admit patient on heparin gtt and change controller once in a therapeutic ptt range. The controller was exchanged on (B)(6) 2015. The patient tolerated well and was being discharged to home with no consequences. The investigation is ongoing.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of poor mechanical connection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to contamination and corrosion observed on every port's connectors. The reported event of poor mechanical connection was confirmed via visual inspection. In addition, the controller's internal battery showed signs of corrosion and leakage. The most likely root cause of the reported event can be attributed to contamination and corrosion on every port's connectors. Heartware has opened an internal investigation to evaluate the controller's internal battery showing signs of corrosion and leakage and poor mechanical connection. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.